Event description:
Absence of ventricular sensing was reported. Preliminary analysis confirmed the presence of ventricular undersensing. Patient care recommendations were provided (perform a full reset of the device).

Manufacturer narrative:
Following recommendations, a full device reset was performed on (B)(6) 2015. It was reportedly successful and normal pacemaker operation was observed.

Event description:
Absence of ventricular sensing was reported. Preliminary analysis confirmed the presence of ventricular undersensing. Patient care recommendations were provided (perform a full reset of the device).

Event description:
Absence of ventricular sensing was reported. Preliminary analysis confirmed the presence of ventricular undersensing. Patient care recommendations were provided (perform a full reset of the device).